Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. No unexpected scrolling during testing. Cracked cast at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, cracked lcd window and cracked belt clip slot.

Event description:
Customer reported that the insulin pump alarmed button error. Customer's blood glucose level was 78 mg/dl. The buttons were unresponsive when she was trying to program a bolus. No significant events that led to the event. Customer was advised to discontinue use of the insulin pump. No further information to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.